Event description:
It was reported that there was an impedance issue and there were high impedances. There were electrode impedance issues. The electrodes with the issue were not specified and the specific value was not specified. Actions were not yet taken but were planned. The plan was to replace the system in 6-12 months since the patient had a heart attack in (B)(6) 2015 and was on plavix and was unable to stop at the time of the report. Diagnostic testing or troubleshooting that was performed included impedance testing, x-rays, and reprogramming. The healthcare provider (hcp) would be contacting the patient¿s cardiologist about when it would be a good time to perform a replacement procedure. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. Information regarding when the replacement would occur and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 377845, lot# v007006, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).